Manufacturer narrative:
The reagent lot number was 70917400 with an expiration date of 30-sep-2024. The field service engineer replaced the liquid level detection (lld) assembly printed circuit board (pcb) and adjusted the sample /reagent probe lld voltage. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg+beta results from the cobas e411 disk analyzer. The initial result was 0.5 miu/ml and the repeat result was 150 miu/ml. The questionable result was not reported outside of the laboratory.